Event description:
After nearly for years of successful use of pt's cochlear implant, this pt reported problems hearing. Pt's implant center performed integrity testing which revealed that there were several short circulted electrodes. The clinician reprogrammed pt's device to resolve this issue. The pt's heath care team also took an x-ray, which showed that the implant had migrated outside of the cochlea. The explantation/reimplantation surgery has yet to be scheduled.